Manufacturer narrative:
Evaluation summary: patient had a fall and landed on the knee. It is possible that the injury due to fall caused loosening and detachment of cement mantle. Exact cause of the reported condition could not be determined based on available information. Evaluation: plate exhibits scratching and gouging damage on various surfaces. There are only a few small spots of pmma remaining on inferior side of plate. Device history records indicate device manufactured to specification.

Event description:
It is reported that the device was implanted in 2006. The patient had been climbing a garden fence and fell directly onto her right implanted knee. The fall took place an estimated two months prior to revision. The device was revised in 2007, due to patient complaint of subluxation. The physician replaced the tibial component, added a stem extension and a new surface.